Event description:
A doctor reported to a lensar clinical application specialist that a pt had a posterior capsular rupture during removal of the lens, which he felt was possible caused during his hydrodissection. He stated he had noticed the lens drop during the hydrodissection, but as he started to rotate the lens, it completely dropped and flipped at which time he detected the rupture with vitreous loss. A vitrectomy was performed and a 3 piece lens was put in place.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.